Manufacturer narrative:
Citation: pluchinotta fr et al. Surgical atrioventricular valve replacement with melody valve in infants and children. Circ cardiovasc interv. 2018 nov;11(11):e007145. Doi: 10.1161/circinterventions.118.007145. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the procedural short- and medium-term outcomes in pediatric patients who underwent melody valve implantation in the atrioventricular position. All data were retrospectively collected from 17 centers. The study population included 68 patients (predominantly male; median age 8.6 months; median weight 6.6 kg), all were implanted with a medtronic melody transcatheter valve in either the mitral (59) or tricuspid (9) position. No serial numbers were provided. Among all patients, 15 deaths occurred. Of those, 6 were in patients who were on extracorporeal membrane oxygenation assistance for severe ventricular dysfunction and ¿the melody valve was successfully implanted as salvage therapy in critically ill patients,¿ but they ultimately died from multi-organ failure. It was reported that these patients all had a functioning melody valve. One patient died 13 months post implant due to acute septicemia. This patient¿s valve was specified to be stable and histopathologic analysis verified the good biocompatibility of the valve. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: valve replacement due to endocarditis, structural valve deterioration, stenosis, stent fracture, or paravalvular leak; valve explant due to central regurgitation/leaflet non-coaptation (severity and valve position not provided); permanent pacemaker implantation due to complete heart block; transient heart block; reoperation for left ventricular outflow tract (lvot) obstruction that developed after valve implantation; balloon dilation of the valve due to increasing transvalvular gradient or lvot obstruction; surgical closure of a paravalvular leak; and mild-moderate-severe regurgitation (mitral and tricuspid). It was noted that some of the explanted valves showed a leaflet perforation, signs of leaflet calcification and inflammation, or thin leaflets following surgical inspection or histological examination. Other outcomes reported: orthotopic heart transplantation (3 cases). In all 3 cases, it was stated that ¿transplantation was the intended long-term therapy, and valve replacement was performed as a bridge to planned transplantation.¿ also, it was reported that most of the centers modified the valve by either stent trimming or folding, but no direct relationship was found between melody valve deterioration and valve modification. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.